Event description:
It was reported the patient was implanted the first week of (B)(6) with a plate system for a broken ulna, patient was discharged with no restrictions and reported to have been doing well. The cast was removed about two weeks prior to the patient¿s vacation, around (B)(6). The patient reportedly threw a football while on vacation and felt a weird sensation he thought might be muscle fatigue. A follow-up visit with the surgeon revealed through x-rays that the plate and bone were broken. On (B)(6) 2014 the patient was revised to a longer and thicker plate. It was reported that the patient was doing well after revision surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as the first week of (B)(6) 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7573479 of lcp one-third tubular plate w/ collar was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 7049389 met all specifications the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.